Manufacturer narrative:
Patient was also treated with ptca. The patient recovered from the previously reported mi.

Event description:
During index procedure one endeavor sprint drug eluting stent was placed in the lad. Approximately 9 months post index procedure the patient suffered an acute mi. The patient was treated with medication. Investigator indicated that the reported event was related to the study device. Event is unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.